Manufacturer narrative:
We have not received the device for evaluation since the device has been discarded for the hospital. Hence, we could not conclusively determine the root cause of the defect. As part of our manufacturing process, a 100% balloon and winding inspection are performed on the manufactured product. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of similar nature for devices from this lot. There was no injury to the patient as the result of this incident.

Event description:
After declotting the av fistula, the physician inflated the catheter on the arterial side. However,the physician could not deflate the balloon. He had to deflate the balloon using a needle in order to remove the catheter out of the patient's artery.